Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. On the second firing, the stapler was loaded with another manufacturer's reinforcement but the surgeon was not able to squeeze the handle and fire the device. To complete the procedure, a new handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury. Relevant medical history: depression, blood pressure